Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the root cause for the fall off could not be determined as the complaint could not be confirmed.

Event description:
Patient stated the v-go she wore today fell off after 20 hours of wear. Patient stated that the v-go had been applied to the right side of her abdomen.